Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. The instrument was found to have a dislodged molded insulator at the distal end. Potential fragments were missing. Components adjacent to this molded insulator do show damage. The grip tips are severely bent. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The root cause is attributed to use conditions.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.